Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a full vns explant on (B)(6) 2016 as his surgical site was infected and the infection had also compromised the lead. The patient's implant was on the left back. Review of the dhrs for both the lead and the generator confirmed sterilization prior to distribution.